Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported he had a patient with a retained blue fiber. The surgeon was unable to provide any additional details.

Manufacturer narrative:
Additional information provided. As the customer did not retain the finished goods lot number, device history record and lot history could not be reviewed. The customer reported that they are constantly seeing large fibers in their paks and that they frequently end up in the patients eye; the fiber in this reported instance was blue. A sample has not been returned for this complaint. When this type of issue occurs, a sample will need to be returned so that a proper investigation can be conducted. If possible, at the very least, the customer should provide alcon with a photo of the fiber or a description of the color to help with the investigation of the issue. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated. Although a sample was not returned, a review of the drawing of the customer¿s pack was conducted. Various components contained in the customer¿s pack were found to be potential contributors for the blue fibers. These components include: gowns, blue cloth towel, drapes and back table cover. The root cause of the fibers could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. Action will not be taken for this occurrence. Quality assurance will continue to monitor and take action for any future occurrences as is deemed necessary. Manufacturing management and quality engineering materials will be made aware of this complaint through the monthly complaint review meeting. It is recommended that the customer place the instruments on a mayo tray and avoid placing them directly on the mayo stand cover or back table cover. Additionally, the instruments should be wiped before passing back to the surgeon. This will assist in preventing lint/fiber contamination on instruments. The manufacturer internal reference number is: (B)(4).